Event description:
Allegedly modular neck has fractured.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Evidence that product in spec when used.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01045.

Manufacturer narrative:
Additional information received (B)(4) 2012: patient identifier, patient age, patient gender, lot number, expiration date, explant date, user facility name and address.